Manufacturer narrative:
Insulin pump received with no menu button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, stained keypad overlay, keypad overlay texture damage, fading serial number label/end cap address label, missing display window cover, cracked case behind the pump near the battery compartment, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer's blood glucose was unknown. The product was returned for analysis.